Event description:
A pt came in the office and their inr was checked on the suspect device. The result was 1.0. The pt was admitted to the hospital and their inr was 2.8. Controls had not been run. The pt was admitted for fibulation and anemia. The device was replaced and requested to be returned for evaluation.